Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien tech support troubleshoots this issue with customer over the phone and suggested to replace the bdu cpu pcb.